Manufacturer narrative:
(B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a knee arthroplasty was revised for tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Product was not returned for evaluation. The x-rays provided were evaluated by a third party health care professional. It was found that there were multiple zones of radiolucency surrounding the bone cement, tibial plate and bone interfaces. It was also noted that there was sufficient bone cement application and no noticable defects with the cement. Additionally, it was noted that the components were sized and positioned appropriately. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.